Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +16.0d) was explanted from the patient's left eye due to blurry vision and the patient's dissatisfaction with their vision after 2 light delivery device light treatments. The site replaced the explanted lens with a new lal. Rxsight's first awareness of this event was on 06/26/2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Fragments of the lal were returned. No additional testing could be performed due to the condition of the returned lens. Section h6 codes were updated. Manufacturer reference #: (B)(4).